Event description:
It was reported that a user experienced overnight low blood glucose while using the ilet, with a documented glucose of 68 mg/dl and no reported symptoms, and was advised that the system would adapt dosing over time to mitigate recurring nocturnal lows; the user treated with oral glucose and was counseled to wait for device alarms before treating. Symptoms included asymptomatic hypoglycemia. Outcomes included transient low glucose without need for medical intervention. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and that the event was consistent with early-use adaptation of automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.